Event description:
During a pta to the left external iliac artery, the guidewire was inserted into a 7f brite tip sheath introducer. Resistance was felt between the tip of the guidewire and the sheath introducer, and the tip of the guidewire was reported to have unraveled. It was indicated that the guidewire only unraveled, but did not fracture or separate. Another guidewire of unk make was used for the procedure. There was no adverse consequence to the pt. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.